Manufacturer narrative:
The subject device has not been returned to olympus for evaluation and/or investigation. During device troubleshooting, it was observed a serial digital interface (sdi) video cable was used from a cv-190 to the monitor. It was noted, the customer was advised to switch from sdi-1 to sdi-2, however, no video was available. The customer was then suggested to obtain another sdi cable. The customer later indicated, replacing the video cable fixed the reported problem and was able to get image. Since the device had not been returned, the reported issue could not be duplicated and the root cause could not be identified. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus technical assistance center (tac), high-definition lcd monitor had no video. There was no harm or user injury reported due to the event.